Event description:
Customer reported "back check valve not working". Reported that there was an infusion back up and patient did not receive medication. Unable to provide date of event. No patient harm reported. Set requested. If set returned, a follow up report will be filed.

Manufacturer narrative:
Patient information requested.